Event description:
Approximately eleven and a half months after the implantation, upon awakening, the patient exhibited neurological changes that included aggressiveness, confusion and alterations in his behavior and speech. A computerized tomography (CT) scan is reported to have confirmed an ischemic stroke. The patient was treated with intra-arterial thrombolysis but results of treatment were not provided. Four days later, the patient developed hemolysis and power consumption outside the normal operating range. A preliminary review of the controller log files revealed periods of increase in vad power consumption that most recently had returned to normal levels. Details regarding any further evaluation or treatment required were not provided. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced an ischemic stroke and the developed hemolysis and power consumption outside the normal operating range. The patient was treated for suspected thrombus. It was last reported that the patient was discharged home. The hvad pump (B)(4) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed indicate a rise in power outside the normal operating range. A possible root cause of the reported event may be attributed to thrombus ingestion/formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Thrombus and neurological dysfunction are known risks associated with use of ventricular assist devices noted within the labeling. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via controller log files which showed pump parameters indicative of thrombus; pathological examination confirmed the presence of thrombus within the pump which would increase the power requirements resulting in the high watt alarms. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. In addition, there are no known clinical factors that may have contributed to the reported pump thrombosis. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4). Corrected data: MFR report number. Please note that follow-up 1 for this complaint was inadvertently reported with MFR number 3007042319-2014-00455. The correct MFR number for this (B)(4) is 3007042319-2014-00439.